Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
With the toothbrush head the whole bristle part just fell off was left with the white part [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had used an oral-b pro 3000 power rechargeable electric toothbrush with bluetooth connectivity and had an issue with the oral-b brushhead, version unknown, describing that the whole bristle part just fell off, leaving her with the white part. She stated that she had been using braun electric brushes for over 20 years, and this was her second one; as such, she was surprised that the brush unit just fell off, and she didn't expect the brush bristles to pop out. No symptoms developed.